Event description:
It was reported that during a procedure involving the catheter pcp040300150 pacific plus us d4l300ul1500, a balloon burst occurred on the first inflation. A 7x45 non-medtronic sheath and a 014x300cm nitrex guidewire were used. A non-medtronic inflation device was used with 50/50 contrast. Embolic protection was not used and the vessel was not pre-or post-dilated. The device did not pass through a previously deployed stent and no resistance encountered when advancing the device. The event took place in the right mid superficial femoral artery and popliteal artery, which were identified as calcified target lesions. The balloon burst was noted during the procedure, the type of balloon burst and pressure it burst at is unknown. The balloon did not detach during the event. The device was safely removed from the patient and there was no injury/intervention associated with this event. The procedure was completed using a new device, specifically a turbohawk plus lx. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.